Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported an overdischarge. The patient had not charged for approximately 2 years. Discussion with the healthcare professional indicated that she did not want to recover the overdischarge or replace the ins. The rep was contacted 2 weeks ago to setup an appointment with the patient for reprogramming. The rep had no idea when the patient wanted to have stimulation restored. The indication for therapy was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.